Event description:
It was reported that the patient presented to the emergency room with persistent dizziness. An attempt to interrogate the pulse generator was unsuccessful, and no pacing or magnet response was observed. Premature battery depletion was suspected. The patient was scheduled for explanted and the device was replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported events of premature discharge of battery and no pacing could not be confirmed. The reported event of failure to interrogate was confirmed. The device was received with no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Correction h6: investigation conclusion code should be "25 - cause traced to manufacturing"